Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the case awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre reader responded slowly when the touch screen was pressed. Customer further reported experiencing a seizure and loss of consciousness and being treated with "sugar water and a spoon of chocolate" by her companion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre reader was reviewed and the DHR showed the freestyle libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre reader responded slowly when the touch screen was pressed. Customer further reported experiencing a seizure and loss of consciousness and being treated with "sugar water and a spoon of chocolate" by her companion. There was no report of death or permanent injury associated with this event.